Manufacturer narrative:
One device was returned for repair. Visual evaluation of device found multiple missing parts. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Unable to review error log due to missing parts. Unable to perform tests due to missing parts.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a force sensor test and failed calibration. There was no patient involvement.